Event description:
It was reported that the patient experienced overdose, coughing, breathing issues, watering eyes, return of spasticity, 4 pumps, and history of broken and kinked catheters. It was believed that the patient may have compounded baclofen in the pump. The reporter indicated: "we are in the middle of a mess related to my son's health." Reporter asked that the healthcare professional not be notified or consulted with regarding this event.

Manufacturer narrative:
Model 8709sc lot# n279268014 implanted: (B)(6) 2011 explanted: unknown; model 8709sc lot# # n259861008 implanted: (B)(6) 2010 explanted: (B)(6) 2011 model 8596sc lot# # n296337003 implanted: (B)(6) 2011 explanted: unk.